Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptom: none. A patient reported they were not able to tests for 5 days. Their meter allegedly would only prompt "insert strip". The result on their meter was: unable to test. The result on the: none. The time difference between patient's meter and: no comparison. Treatment was: not treated. No further info has been reported.